Event description:
Reporter alleged the test strip vial label was smeared that is used with the blood gucose monitoring device. Reporter stated being unable to read information from the back of the bottle and thought it was due to using alcohol to clean. Reporter indicated no treatment was sought or received as a result of the alleged event and customer self treated with dietary adjustments when "glucose readings due to an error." Reporter stated no controls were used and test strips were expired. A request was made for the return of the suspect device and replacement product was sent.